Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 212 mg/dl. He retested using another meter and received a reading of 110 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left that gave the high reading, so no product will be returned. Replacement test strips were sent to the customer.